Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, m5 handpiece was overheating. There was no patient impact.

Event description:
Analysis concluded that could not verify customer complaint excessive heat. Preformed pre- temperature test in 1 min. Temperatures was gear 103, motor was 104 and bearing 106.

Manufacturer narrative:
As per the analysis of handpiece, the pre-repair temperature test performed for 1 minute are less than 118f that shows there is no I nformation to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3: results of the analysis concluded that could not verify complaint excessive heat.preformed pre- temperature test and in 1 min. T emperatures was gear 103, motor was 104 and bearing 106. Handpiece did passed but front and rear bearings was corroded. H6: previous applied fdm-b17, fdr-c20, fdc-d16 and img-g04063 codes are no longer applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.